Event description:
It was reported that the impaction pad was broken during impacting the femoral trial. Spare impactor was used instead of it and the procedure was completed. No adverese consequences occurred.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a femoral impactor/extractor was reported. The event was confirmed. Method & results: -device evaluation and results: damages were observed on the surface of the impactor plate and the impaction pad. The impaction pad fractured in multiple overloads. Based on macroscopic features observed on the fracture surfaces. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events from the reported lot. Conclusions: the investigation concluded that fracture of the impaction pad was caused by the impaction pad broke in multiple overloads. The fracture origins occurred around the top of the central bore. No material or manufacturing defects were observed on device features examined.

Event description:
It was reported that the impaction pad was broken during impacting the femoral trial. Spare impactor was used instead of it and the procedure was completed. No adverese consequences occurred.